Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance as well as a confirmed fracture. It was also noted the right ventricular (rv) lead had fractured as well. Both leads were initially programmed off and were later capped and replaced. No patient complications have been reported as a result of this event.